Event description:
It was reported the valve was explanted due to aortic stenosis. There was no evidence of infection and two of the leaflets were covered on the aortic side with a fibrin deposit which impaired the full opening of the leaflets. The valve was removed and a sjm mechanical valve was implanted. The explanted valve was sent to hospital pathology. A gross examination was performed and the diagnosis was tissue overgrowth. The pt was transferred to ICU and is reported to be in stable condition. Additional info has been requested.